Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have chronic back problems and reported whenever their back gets really bad their ins doesn't work as good because the part of patients back that is messed up "does bladder, prostate and bowels". Patient stated they had ins set at 1.4volts when they first got implant. Patient reported they wanted to increase stimulation due to this because they felt like it wasn't working and patient kept increasing stimulation and wasn't feeling anything. Patient increased stimulation to 2.4 or 2.5 and stated they could "barely feel something in my rectum area". Patient stated due to this they decreased stimulation back to 1.4volts. Patient inquired if they need to follow up with hcp or patient services due to this. Patient stated even with chronic back problems the ins has always worked, but wasn't as effective. Patient stated when their pain subsides they can feel ins is working, but all of a sudden it does not feel like it's working. Agent inquired if patient has had any recent trauma/falls and patient stated they have not had any recent falls, but reported when their back pain gets too bad to handle they have therapy and injections. Patient stated they don't know if this therapy may have interfered with "wires in my back". Patient services reviewed process to coordinate appt. With rep and provided patient with nas number for hcp if needed. Patient services reviewed implant date information with patient. Patient provided event date as "like two weeks ago I was at the therapist" and stated they had an injection and therapy. Patient stated they know they have been leaking more than they have been (stated they are making it to the bathroom, but leaking on way there). Patient services inquired if patient was getting 50% reduction in symptoms prior to this and patient stated it relies on how their back is. Patient stated when they first got implant they could "hold it" and everything was working as it's supposed to, but reported when their back hurts they don't notice ins working. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the program was switched and the issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.